Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawers 6.1 and 6.2 were not detected on the bus, although indicator lights were illuminated on the rear panels. The field service engineer (fse) powered down the station, reseated the pyxibus cable, and rebooted the system. After the reboot, both drawers were detected on the bus, and a hardware test in hardware test application (hta) was completed successfully. During the proactive inspection process, the fse found that the slide bumper on drawer 6.1 was missing, causing the drawer to overextend. The slide bumper was replaced, and the drawer was tested to ensure smooth opening and closing without overextension. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer's cubie would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.